Event description:
It was reported the distal tip of this .018 guidwire detached in the pt's femoral artery during a run off procedure. The pt was transferred to surgery where the detached segment was successfully retrieved. The procedure was successfully completed and no pt sequelae resulted from this event. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. User technique and/or pt anatomy may habe been contributing factors to this event. However, co is unable to determine the exact cause for this event.